Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic. The motor and spring seal were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once additional information or investigation is received, a follow up/final report will be submitted.

Event description:
It was reported that the device was skipping and not working properly. No adverse events were reported as a result of this malfunction.